Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The reported constant downstream occlusion errors were verified through the a review of the event history log by the presence of multiple ¿downstream occlusion!¿ alarms within a short span of time. The cause was identified to be a failed input/output printed circuit board (I/o pcb) which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced constant downstream occlusion errors. There was no patient involvement. No additional information is available